Event description:
The customer reported that the unit run on battery only, but when connected to ac the unit went to ventilator inoperative. Reportedly, customer reported that there was no led illuminated. Customer verified good power to the power supply. Customer reported there was no patient involvement.